Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire could not be withdrawn from the attempted left ventricular (lv) lead. The physician cut the wire and removed the lead. The physician suspected that the wire may have come into contact with contrast, making the wire too sticky to remove. A different lead was then implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead was obstructed due to a competitor guidewire which was stuck in the lumen. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted that removal of the competitor guidewire was not possible. If information is provided in the future, a supplemental report will be issued.